Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient used the purewick urine collection system for three hours and stated that the system was electrocuting and had a headache. Patient skin was not broken, but the area was a little red and was experiencing burning sensation using purewick female external catheter. It was noted that the patient had been using the purewick products for less than 90 days. No medical intervention was reported. Per additional information received via follow-up on (B)(6)2022 , it was stated that the customer experienced headaches and an electric feeling when using the purewick. Customer stated doctor came to house and stated that blood pressure was low from using the purewick and advised to discontinue use. Customer stated no history of low blood pressure and thought that the purewick had too intense of a suction.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "inadequate component selection". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "1. Check that the power cord is plugged into the purewick¿ urine collection system and to an electrical outlet. 2. Ensure the electrical outlet is functioning by plugging in another electrical device." Note: make sure the power switch is turned off before connecting the power cord. Baw0320028 revision 3 also states "use only the purewick¿ urine collection system a/c power cord with the device. Use of an alternate consumer style a/c power adapter or an extension cord may cause damage to device and electrical shock or injury and will void the warranty". Warning: to reduce the risk of electrical shock or injury, do not disassemble this unit. No modification of this equipment is allowed." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the device was not returned.

Event description:
It was reported that the patient used the purewick urine collection system for three hours and stated that the system was electrocuting and had a headache. Patient skin was not broken, but the area was a little red and was experiencing burning sensation using purewick female external catheter. It was noted that the patient had been using the purewick products for less than 90 days. No medical intervention was reported. Per additional information received via follow-up on 30-aug-2022, it was stated that the customer experienced headaches and an electric feeling when using the purewick. Customer stated doctor came to house and stated that blood pressure was low from using the purewick and advised to discontinue use. Customer stated no history of low blood pressure and thought that the purewick had too intense of a suction.